Event description:
Rec'd info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been rec'd for evaluation; however, device evaluation is not yet complete. A f/u MDR will be filed.